Manufacturer narrative:
Correction to field h6: impact code. Correction to field b2: outcomes attrib to adv event.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals that led to inappropriate atrial tachy response (atr) episodes. Additionally, the ra lead exhibited low out of range pacing impedance. Technical services (ts) suggested following actions. It was noted that the patient fell prior to the atrial tachy response (atr) episodes and is in the hospital due to a brain bleed. The patient is stable. It is unknown if the fall was device related. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals that led to inappropriate atrial tachy response (atr) episodes. Additionally, the ra lead exhibited low out of range pacing impedance. Technical services (ts) suggested following actions. It was noted that the patient fell prior to the atrial tachy response (atr) episodes and is in the hospital due to a brain bleed. The patient is stable. It is unknown if the fall was device related. The lead remains in use. No additional adverse patient effects were reported.